Manufacturer narrative:
The following fields have been updated with corrections: b.5. Describe event or problem: it was reported that unspecified bd¿ pmcf-q-syte-extension-set tubing was damaged on 3 occasions, had air bubbles on 2 occasions, and foreign matter on 2 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via survey response that the clinician experienced tubing defective / damaged (3), air bubbles / air in line (2), crystallization (2). Additional information related to tubing defective / damaged states: "a tube flattened due to heat".

Event description:
It was reported that unspecified bd¿ pmcf-q-syte-extension-set tubing was damaged on 3 occasions, had air bubbles on 2 occasions, and foreign matter on 2 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via survey response that the clinician experienced tubing defective / damaged (3), air bubbles / air in line (2), crystallization (2). Additional information related to tubing defective / damaged states: "a tube flattened due to heat".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ pmcf-q-syte-extension-set tubing was damaged on 3 occasions and had air bubbles on 2 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via survey response that the clinician experienced tubing defective / damaged (3), air bubbles / air in line (2), crystallization (2). Additional information related to tubing defective / damaged states: "a tube flattened due to heat"

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ pmcf-q-syte-extension-set tubing was damaged on 3 occasions, had air bubbles on 2 occasions, and foreign matter on 2 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via survey response that the clinician experienced tubing defective / damaged (3), air bubbles / air in line (2), crystallization (2). Additional information related to tubing defective / damaged states: "a tube flattened due to heat".